Manufacturer narrative:
Patient information was unavailable from the site. A replacement door switch was shipped to the site. The defective switch was returned to medtronic for evaluation on 4-nov-2015. Evaluation found that the sensor was broken and the switch does not close the electrical connection upon closing. On 5-sept-2015, a medtronic representative replaced the door switch. Upon replacement, a full system checkout was completed, with all checks passing. System is now fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system failed to generate the x-ray beam in the preoperative preparation in a spinal fusion case. Upon examination, it was determined that the door button was broken. The site proceeded with procedure without the use of imaging system. Procedure was successfully completed with no adverse effect on patient outcome.